Manufacturer narrative:
(B)(4). During the reoperation, it was found that the plug in the inguinal internal ring had migrated from initial position. The mesh was intact but in a different position. The current status is good clinically with no relapse.

Manufacturer narrative:
(B)(4). Recurrent hernia . No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent an open repair of a primary inguinal hernia via lichtenstein procedure on (B)(6) 2008 and mesh was implanted. On (B)(6) 2009, the patient reported that he experienced a recurrent hernia. A second procedure was completed to repair the hernia on (B)(6) 2010 with an unknown device.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. During reoperation, a relapse of the supra pubic hernia was noted. Currently, the patient is in good condition, has restarted all activities, and sometimes has occasional pain, like a spike, in the inguinal left region. (B)(4).